Manufacturer narrative:
Conclusions: device in question has not been received for eval. A follow-up report will be submitted when additional info becomes available.

Event description:
The pt had a total esophagectomy for esophageal malignancy. In the days after surgery, there was evidence of an anastomotic leak, confirmed by contrast esophagram. There was progression of the anastomotic disruption, with lengthening of the defect. Therefore, the initial stent was removed and 2 alimaxx stents were placed. There was about 2.5 cm of stent overlap. There was improvement, but not cessation of chest tube fluid output. A repeat endoscopy showed fluid coming through the membrane in the middle of the distal stent. The distal stent showed significant disruption of the membrane even far from the overlap after the stent had been in for several weeks. The proximal stent was intact. The dr removed the stents and replaced with another brand of stent.